Event description:
It was reported, 8 to 10 years ago, the hcp discovered the lead had fractured and was causing shocking sensations. The pt had not experienced any falls or trauma that may have caused the fracture. The battery for the device system had died so, the shocking had ceased but the implant remained in the pt's body. The pt was requesting removal of the device for purposes such as an MRI.

Manufacturer narrative:
(B)(4)